Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver test was performed, and it passed the speaker tests. The reported event of initializing screen without manual restart was not confirmed because no evidence found within the investigation window. A root cause could not be determined.